Manufacturer narrative:
The insulin pump passed the displacement test however, the pump alarmed pump error 63 during the self test and hardware low level failure alarm is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. The insulin pump was programmed with a test mmt-7763 and the glucose sensor simulator. The pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The pump displayed the programmed test value properly on the display graph. The pump was then programmed with test glucose meter. The insulin pump communicated properly and recorded the 112 mg/dl test value properly from glucose meter. Programmed a remote 2-unit bolus, transmitted to the pump, and the pump delivered the bolus properly. No unexpected bg meter to pump communication errors or sensor communication errors noted during testing.

Event description:
The customer reported via phone call that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 77 mg/dl at the time of incident. Customer was able to clear the alarm. Customer was able to complete insulin pump rewound. Customer performed self test and test was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.